Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 06aug2019. Customer encountered dim display failure. Customer replaced user interface to resolve issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the display is too dim to comfortably view. There was no patient involvement.